Manufacturer narrative:
Addendum: the adjudication minutes were received and reviewed. The adjudication committee agreed that the patient experienced a cva on (B)(6) 2013. The event had been previously reported as a tia. Per neurology progress note, in the morning on (B)(6) 2013, as the patient got up from the chair, his blood pressure dropped to 70 mmhg, he became nauseous and was falling to the left. His left arm, leg, and face became much weaker; he ¿still had not recovered his grip¿, was unable to speak and a nurse noted severe cognitive slowing. Pressors were increased and rapid improvement was noted. Neurological examination found the patient awake and alert, attending more to the right, but did not actually extinguish, still able to attend to the examiner who was staying on his left side, but was distracted by stray movement on the right. Visual fields were full, extra ocular eye movement without nystagmus, facial droop on the left, more pronounced, facial sensation intact, dysarthria returned, mild subtle tongue deviation to the left. Motor exam: pronator drifts on the left. Strength on the left: 3/5 -wrist flexors, 2/5 - wrist extensor (weaker), grips-3/5 (weaker), biceps 4/5, hip flexors -4/5, knee flexors 4/5, dorsi flexors 4/5 (weaker), plantar flexes unchanged (5/5). Sensory intact to light touch bilaterally. Fine movement: could not perform on the left. Right arm, leg, and attention: 5/5. Gait testing deferred. He was discharged on (B)(6) 2013 to a rehabilitation facility with diagnosis of recent stroke. Per the adjudication committee, the patient experienced cva with an event date of (B)(6) 2013. The minutes indicate that the event was pre-existing. An MRI on (B)(6) 2013, revealed acute multifocal right frontal lobe internal border zone centrum semiovale infarcts and mild progression of right pre and post central gyri infarction; delayed right cerebral hemispheric perfusion with increased relative blood volume. Per pre-procedure consultation note there was a right watershed distribution stroke resultant in a subtle left hemiparesis. Per the minutes, stroke with left ¿sided weakness on (B)(6) 2013 and a tia on (B)(6) 2013 with worsened left-sided weakness. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) registry, a patient experienced an ischemic stroke three days after the carotid index procedure. Pre-procedure nih stroke scale was 4, stroke scale score was 4 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, arch type I, eccentric and concentric. The reference vessel was 4.0. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It was not noted if air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. Three days after the index procedure, the patient developed aphasia, left hemiparesis and left hemiataxia. The patient was medically treated. The events were gradual with partial recovery. The patient had an MRI which indicated a new ischemic stroke. The event required prolonged hospitalization and is currently in rehabilitation. Per the investigator, the event was not related to the index procedure or the cordis devices. The post-procedure nih stroke score was 4 and the stroke scale score was 4. The patient was discharged ten days post procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge.

Manufacturer narrative:
Complaint conclusion: this (B)(6) male enrolled in the sapphire registry experienced an ischemic stroke three days after the carotid index procedure. Pre-procedure nih stroke scale was 4, stroke scale score was 4 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, arch type I, eccentric and concentric. The reference vessel was 4.0. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It was not noted if air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. Three days after the index procedure, the patient developed aphasia, left hemiparesis and left hemiataxia. The patient was medically treated. The events were gradual with partial recovery. The patient had an MRI which indicated a new ischemic stroke. The event required prolonged hospitalization and is currently in rehabilitation. Per the investigator, the event was not related to the index procedure or the cordis devices. The post-procedure nih stroke score was 4 and the stroke scale score was 4. The patient was discharged ten days post procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. The patient¿s medical history includes hyperlipidemia, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and a high risk criteria of severe tandem lesions, bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: 1) symptomatic on both sides with >/= 50% stenosis, or 2) asymptomatic on both sides with >/= 80% stenosis, or 3) symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. The device remains implanted therefore is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The product was not returned. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Complaint conclusion updated: this is (B)(6) male enrolled in the sapphire registry, the adjudication committee agreed that the patient experienced a cva on (B)(6) 2013. The event had been previously reported as a tia. Pre-procedure nih stroke scale was 4, stroke scale score was 4 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, arch type I, eccentric and concentric. The reference vessel was 4.0. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. It was not noted if air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. Three days after the index procedure, the patient developed aphasia, left hemiparesis and left hemiataxia. The patient was medically treated. The events were gradual with partial recovery. The patient had an MRI which indicated a new ischemic stroke. The event required prolonged hospitalization and is currently in rehabilitation. Per the investigator, the event was not related to the index procedure or the cordis devices. The post-procedure nih stroke score was 4 and the stroke scale score was 4. The patient was discharged ten days post procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. The patient¿s medical history includes hyperlipidemia, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and a high risk criteria of severe tandem lesions, bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: symptomatic on both sides with >/= 50% stenosis, or asymptomatic on both sides with >/= 80% stenosis, or 3) symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. Per neurology progress note, in the morning on (B)(6) 2013, as the patient got up from the chair, his blood pressure dropped to 70 mmhg, he became nauseous and was falling to the left. His left arm, leg, and face became much weaker; he ¿still had not recovered his grip¿, was unable to speak and a nurse noted severe cognitive slowing. Pressors were increased and rapid improvement was noted. Neurological examination found the patient awake and alert, attending more to the right, but did not actually extinguish, still able to attend to the examiner who was staying on his left side, but was distracted by stray movement on the right. Visual fields were full, extra ocular eye movement without nystagmus, facial droop on the left, more pronounced, facial sensation intact, dysarthria returned, mild subtle tongue deviation to the left. Per the adjudication committee, the patient experienced cva with an event date of (B)(6) 2013. The minutes also indicated that the event was pre-existing. An MRI on (B)(6) 2013, revealed acute multifocal right frontal lobe internal border zone centrum semiovale infarcts and mild progression of right pre and post central gyri infarction; delayed right cerebral hemispheric perfusion with increased relative blood volume. Per pre-procedure consultation note there was a right watershed distribution stroke resultant in a subtle left hemiparesis. Per the minutes, stroke with left ¿sided weakness on (B)(6) 2013 and a tia on (B)(6) 2013 with worsened left-sided weakness. The device remains implanted therefore is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.